Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for two days; details and nature of event were not provided. Additionally, it was reported that the pump touch screen was intermittently unresponsive and the pump battery was depleting quickly. No additional information was provided and the customer declined troubleshooting with tandem technical support.